Manufacturer narrative:
(B)(4). The service repair technician will replace the small display assembly and bring the device to manufacturers specification before returning to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the screen of the centrifugal pump control module was scrambled. There was no patient involvement.